Manufacturer narrative:
(B)(4). The device and lead remain in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure, difficulty was experienced when inserting the left ventricular (lv) lead into the header of this device. The physician reported strong resistance and the terminal pin did not insert smoothly. The physician followed the insertion steps provided and also used water and mineral oil. The physician used additional force and was finally able to get the lead fully inserted, with good lead measurements observed. No adverse patient effects were reported.